Manufacturer narrative:
Visual assessment of the device confirmed the reported complaint. The distal tip that interfaces with the screw is dramatically twisted. The device is well worn. Device condition is consistent with excessive forces being applied during use. Dimensional assessment of the device is prohibitive due to its condition. Material assessment regarding hardness confirmed it met print specification. After the evaluation the root cause for the reported issue was determined to be user error. (B)(4).

Event description:
It was reported that during a procedure, the device was implanted and the distal threads were compromised during implantation. No pieces or debris were left in the patient. No patient injury or complications were reported.

Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies.